Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 27mm watchman closure device and delivery system (wds) was advanced. The wds was deployed. While the closure device was being advanced, it pierced the laa wall. A pe was observed and the patient experienced cardiac tamponade. A pericardiocentesis was attempted but failed. A thoracotomy was performed and the laa was ligated. Post-surgery, the patient was stable and has recovered.